Event description:
It was reported to medtronic neurosurgery that the right angled clip which is used to secure the catheter in place had slits instead of suture holes. According to the report, there was a 10 minute delay in surgery as the catheter had to be secured in a different way.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies.